Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 500 mg/dl while wearing the pod between 24 and 36 hours. A communication error occurred on the personal diabetes manager (pdm) during use. The pdm battery was reportedly draining quickly and the pdm was not holding charge. Symptoms reported include abdominal cramps, nausea, headache, and numbness in face. The patient was treated with insulin and fluids utilizing intravenous therapy. The pod was removed at the hospital and the patient was discharged after one night.